Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The nurse advised no cracks in cartridge and believes this is caused by human error during a cartridge change. Nurse does not think patient correctly followed cartridge change option on pump. The patient had a blood glucose result of 30 mmol/l and a ketone reading of 6.7. The hospital treated the patient with a sliding scale of unknown insulin. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The lot number of the insulin cartilage was not provided. The insulin cartridge was requested to be returned for product evaluation.